Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service, but patient was given a lifevest to wear until a cardiac transplant surgery is done. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the lifevest that was given to the patient as a temporary resolution.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service, but device replacement was recommended. No adverse patient effects were reported.